Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely on the fifth day of wear and was unable to obtain scan readings. The customer became hypoglycemic, experiencing tremors, sweating and a loss of consciousness, and had contact with healthcare provider who checked his pulse, oxygen and treated with glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.